Event description:
The doctor reported seperating a file in a patient's tooth. The file was not retrieved but the tooth was filled and the patient will return for a follow-up. The doctor reported using old files, nor was he sure how many times the files had been used. The doctor also stated that he knows that he should change out files but didn't.